Manufacturer narrative:
As reported in a research article, the device caught the septal leaflet of the tricuspid valve, which caused regurgitation, so the device was repositioned. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The article, "transcatheter device closure of ventricular septal defects in children: a retrospective study at a single cardiac center" was reviewed. This research article reported a procedural complication in a patient implanted with an amplatzer® muscular vsd occluder. The right ventricular disk of the device was released within the right atrium, catching the septal leaflet of the tricuspid valve, and causing severe tricuspid valve regurgitation. After assessment by tee, the disc was repositioned by inflation of a balloon inside the right atrium, thus ending the severe valvular regurgitation. The article confirmed the outstanding safety and efficacy benefits of transcatheter vsd closure in children and showed a minimal complication rate. The primary author of the article is saad q. Khoshhal, department of pediatrics, faculty of medicine, taibah university. The correspondence author is hany m. Abo-haded, md, department of pediatrics, faculty of medicine, mansoura university with the email hany_haded@yahoo.com.